Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. Following pre-dilatation, a 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and when checked, the stent strut was found to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage to the mid-section of the stent, struts 15-17 from the distal end of the stent were damaged and pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. No issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. Following pre-dilatation, a 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and when checked, the stent strut was found to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.